Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician verified a vent inop occurrence in the ventilator diagnostic log history due to an inhalation autozero failure. The service technician repositioned the internal pressure tubings to address the finding. Final applicable testing was performed and passed to operating specifications.

Manufacturer narrative:
Internal pressure tubings repositioned.